Event description:
It was reported that the patient's left device was lose in the pocket and moving sometimes.  A revision was done to tack down the device using sutures. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.